Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that during interrogation, the device displayed a message stating output circuit damage. Low hv lead impedance was noted. The lead was explanted.

Manufacturer narrative:
Analysis noted that the outer insulation was abraded and one of the rv cables was melted at 12 cm from the connector. The lead abrasion is consistent with that produced by friction with the ICD can.